Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue.: patient states it took six times of putting in the start up calibrations before the cgm accepted and moved forward with sensor session. Patient's reading/values were within acceptable range and there were no symbols/icons of interference such as ??? Or ant. Pump suddenly accepted the calibrations and then worked normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: reported date from (B)(6) 2016 was overwritten in the black box data. No activity outside of normal use was observed in the current black box data and pump download information. A test transmitter was paired with the pump correctly. Blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the ¿cs206¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the continuous glucose monitoring module or to the printed circuit board.